Event description:
It was reported the customer's insulin pump was not delivering insulin. The customer reported receiving a no delivery alarm while trying to prime their tubing. Customer's blood glucose was 154 mg/dl. The customer stated insulin did not exit with a fixed prime. It was also found insulin did not exit with a push plunger and there was greater than normal resistance. Customer was advised their infusion set/reservoir connection was severed. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.